Event description:
During the patient call, the user slid the autopulse platform (sn (B)(4) with the patient on the device. The carry handle on the right side of the platform has broken and the shoulder restraint was observed damaged. The platform was able to continue performing compressions, however, the user elected to switch to manual CPR for safety reasons. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Manufacturer narrative:
The customer's complaint of " a broken carry handle on the right side of the autopulse platform's (sn (B)(6) and damaged shoulder restraint" was confirmed during the visual inspection. A large crack was noted on the top cover near the handle and the shoulder restraint was observed damaged, thus confirming the reported complaint. The observed physical damages appeared to be the characteristics of a significant mechanical impact, such as a drop onto a hard surface, likely due to the user mishandling. The top cover was replaced to address the reported complaint. In addition, unrelated to the reported complaint, during the visual inspection, noted a crack in the front end area of the front enclosure and the crack at the carry handle area of the bottom enclosure. The observed physical damage is likely attributed to user mishandling, such as a drop. The front and bottom enclosures were replaced to address the issues. The autopulse platform passed the functional testing without any faults or errors. The archive data review showed no significant discrepancies. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).